Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the merlin transmitter did not power up after an electrical storm. It was plugged to a different outlet, there was still no power. The device has been replaced.